Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was unknown at the time of the incident. The customer's blood glucose level was 84 mg/dl at the time of call. Other relevant blood glucose level of the customer was 400 mg/dl, 236 mg/dl and 300 mg/dl. The customer was treated by the manual injections. The customer was experiencing the symptoms like extreme pain and out of breath, chest pains like he had a heart attack. The customer was assisted with the troubleshooting for high blood glucose. The customer also reported that the insulin pump alarmed no delivery that was resolved by changing complete infusion set including reservoir. The insulin pump will not be returned for the analysis.